Event description:
As reported by the initial reporter, "when attempting to deploy the stent, antegrade and ipsilateral. The stent elongated about 90mm's. Due to the delivery system getting caught in the valve on the short sheath. They brought the patient 2 hours later as the facility decided they needed to put another stent in to cover the elongated zilver ptx."